Event description:
It was reported that the patient had PICC inserted in 2008 at ajax site. PICC had "broken off" and was lodged in patient's arm. Home care nurse saw that the only thing remaining was the leg attachment and the dressing 54.5 cm (in situ). Chart also reports skin to hub 4.5 cm.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.